Event description:
It was reported by service report that the foot-end left siderail was not functioning, and the power cord was frayed with exposed wires. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: frayed power cord.